Event description:
The caller reported an issue with the cartridge not fitting properly on the pump due to damage to the guide rail. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump and instructed the caller on how to manage the current situation using multiple daily injections (mdi) as a backup therapy.